Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and pericardial effusion was noted from an unknown region. A pericardial window was performed and clear fluid was removed. Post surgery the physician noted the right atrial lead exhibited decreased sensing and loss of capture; the physician noted that the lead had dislodged. On (B)(6) 2016 the lead was successfully explanted and replaced.